Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two occipital leads from the same lot number. It was reported the patient's ((B)(6)) scs leads migrated. Surgical intervention was taken and the physician secured the leads with anchors.